Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided a quote for a replacement transducer to the customer. The quote has not been accepted by the customer. Based on the information available, philips was unable to replicate the reported problem. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the reading of the av-toco toco+ transducer is incorrect. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A quote has been provided to the customer for a replacement transducer. The quote has not yet been accepted. Reporting institution phone (B)(6).